Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
During a routine follow-up interrogation, it was reported that the auto threshold curve displayed the message, "threshold not measurable" and the system defaulted to the high output mode. The device remains implanted and is operating normally.